Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker was unable to connect to the right atrial (ra) lead and right ventricular (rv) lead, and the leads were difficult to insert into the device. The pacemaker was removed and replaced on (B)(6) 2023. The patient had no adverse consequences.